Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 661 mg/dl. It was found that cannula was bent. Customer also reported that insulin pump was no longer able to rewind. During troubleshooting, it was found that insulin pump did not rewind due to user error. Customer would be sent sample infusion sets.